Event description:
It was reported that the patient presented in clinic due to tricuspid valve regurgitation. It was noted that the right ventricular (rv) lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event was lead malfunction. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Corrected data: h11 updated to state the lead was not returned due to a malfunction, but due to tricuspid valve regurgitation. The lead was returned due to tricuspid valve regurgitation. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. Analysis was normal. No anomalies were found.